Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.d5 is unknown. No product information has been provided to date.

Event description:
It was reported that a cassette issue had occurred. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information was received by the manufacturer on 15-sep-2022 via email and attached to the complaint object. All issues with this device were found during testing at our facility for repair and recertification. No patient involvement was indicated to me, or our technician, at the time the pump was received at our facility for repair. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: h10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. Error was found in the device ehl (event history log) multiple times. The customer reported problem was duplicated during the investigation. Replaced inoperable dso (downstream occlusion) sensor. The cause of the reported problem could not be determined. A nonconformance report ncr was created. A device history record (DHR) review of the job that included the reported serial indicated there were no issues with this serial number during the manufacture of the device. Service review identified that this device has not been in for service previously., corrected data: d4: correction: model number: 2120.